Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned. Solution and blood was dried on the lens. One haptic is split in the distal area. Both haptics are bent in the distal area. The optic is pressed against two posts of the lens case. The optic edge is torn/cut through the center, typical of an insertion and removal. Product history records were reviewed documentation indicates the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint of "implanted and explanted". A product malfunction was not alleged for this iol. The optic is torn/cut typical of an insertion and removal. Haptic damage was also observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was implanted and explanted. No details were provided. Additional information has been requested.